Manufacturer narrative:
H6: the device was further evaluated by ventec, where the reported issue of it delivering low vte (exhaled tidal volume) was confirmed. Ventec replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the efm.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it was delivering low vte (exhaled tidal volume). There were no reports of patient use associated with the reported issue.